Event description:
Customer stated she was receiving high readings. She went to the pharmacy and had them test the strips with the control solution solutions. The test strips were in the correct range. The pharmacy then told her she needed a new meter.